Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, non-sustained right ventricular oversensing due to post paced t-wave oversensing was noted on the implantable cardioverter defibrillator. The oversensing was noted on stored electrograms. The patient did not receive therapy due to the oversensing. Programming changes were discussed. No additional information was reported.

Event description:
New information noted that more episodes of oversensing were noted via merlin.net.no intervention will be performed as the device is nearing elective replacement indicator.